Manufacturer narrative:
The device was evaluated by ventec where the reported issue of it displaying an alarm for patient circuit disconnected and low inspiratory pressure was confirmed. Ventec replaced the exhalation control module (ecm) to resolve the reported issues. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issues was the ecm.

Event description:
It was reported that the device needed service. During the device's evaluation, ventec observed that it was displaying an alarm for patient circuit disconnected and low inspiratory pressure. There was no patient involvement associated with the reported event.